Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] pseudomonas aeruginosa (10-100 cfu); [second time; (B)(6) 2019] pseudomonas fluorescens (0-20 cfu); [third time; (B)(6) 2019] pseudomonas aeruginosa (1-10 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4) in the evaluation of olympus australia the following was confirmed, angle knobs could not be locked correctly. Bending angle did not meet specification. Bending section rubber adhesive was detached. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.